Event description:
The customer obtained multiple, non-reproducible, lower than expected vitros amon quality control results (qc lot d1731= 120.2, 141.8, 147.7 vs. Expected result= 190.45 mmol/l) on a vitros 5600 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros amon patient sample results were questioned. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected vitros amon quality control results were obtained on a vitros 5600 chemistry system. There was no evidence that a reagent issue contributed to the event. An ocd field engineer cleaned the microslide incubator, replaced multiple instrument parts to return the vitros 5600 chemistry system to expected performance. The root cause of this event is an instrument related issue.